Event description:
Related manufacturer reference number: 3006705815-2022-16231. Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. During the procedure one of the leads had high impedances on all contacts. Hence, the lead was explanted and replaced with a new lead. Reportedly, therapy was confirmed post op. Investigation was unable to determine which of the 2 leads had high impedance.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000109657.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.